Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? No information. What vessel or structure was the device fired on at the time of the event? The device did not clamp the tissue. Was the clip fully advanced into the jaws prior to firing? No information. Was there any torquing or twisting of the device present at the time of firing? No information. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? If so, when? No information. Did anything unexpected happen prior to this incident? No information. Was the device fired after this incident in or out of the patient? No information. What were the indications for surgery? What was found? No information. Does the patient have any relevant history of surgical treatments? If so, what? No information. Did somebody other than the primary surgeon fire the instrument? If so, whom? No information. Was there a recent conversion to ees devices in this account or with this surgeon? No information. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. In addition the device locked out as intended but the orange indicator was under traveled. The orange visual indicator is a mechanism in the handle of the device that shows 'orange' when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: a) the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; b) higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note the under-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on?---no information. What vessel or structure was the device fired on at the time of the event? ---the device did not clamp the tissue. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? ---no information. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? -no information. Did somebody other than the primary surgeon fire the instrument? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. Did the surgeon try to pull the trigger from the handle? ---no information. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---no information. How was the device removed? Not on tissue. Was there any tissue damage? Na. If so, how was it repaired? Na.

Event description:
It was reported that during a lap cholangiography, the trigger could not be grasped and the jaws did not open. Since the jaws did not clamp the patient's tissue, there was no damage. Another device was used to complete the case. There were no adverse consequences to the patient.